Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the cdh25 instrument was used. There was bleeding (amount not recorded). The pt had a reoperation with the same type device. The device was discarded. 06/18/2000, it was reported by the affiliate. The bleeding started next day of operation and amount is approximately 2000cc. The surgeon conducted reoperation to stop bleeding. No further add'l info is available.